Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the family and patient stated that they had accidentally unplugged their left ventricular assist device (lvad) for approximately 1 hour. The mobile power unit was reported as functioning as normal and had a v-lock connector on the ac power cord. A lvad interrogation was performed and found a no external power alarm that occurred on 16jul2024. No other pump off alarms were found. The log files were reviewed and found the event log file captured a couple of instances of low voltage/no external power events on 16jul2024 while using the mobile power unit (mpu). There appeared to be a total loss of power to the mpu in both instances enabling the emergency backup battery (ebb) in the system controller until power was restored to the mpu. There were no interruption to lvad support during these times.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device-related issues with (B)(6) reported or identified through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and heartmate 3 lvas patient handbook, rev. D, are currently available. No specific device-related issues were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Review of the log files did not reveal any issues with the pump or driveline connection. No pump stops or driveline disconnect alarms were observed. Alarms consistent with the patient disconnecting their mpu from external power were captured in the log file. The pump functioned as intended.